Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02jan2020.

Event description:
It was reported that the ventilator had an error code indicating blower temperature high. There was no patient involvement.

Manufacturer narrative:
G4: 17mar2020 b4: (B)(6)2020. Multiple attempts were made to obtain information on the repair/service of the device that have been unsuccessful submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 24apr2020 b4: (B)(6)2020. Information was received that the service engineer (se) inspected the device and replaced the blower and motor controller board to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.